Manufacturer narrative:
Device passed the self test and the displacement test. No unexpected pump error 2 alarms noted during testing or could be found in the downloaded trace history files. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer stated that he did a bolus yesterday and insulin pump said 77 units left and today it still shows 77 units. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.